Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day after a procedure to replace the generator, the patient had 2 more syncopal episodes. There was some oversensing that caused inhibition as well as pacing spikes that were showing loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was stable after the procedure.